Manufacturer narrative:
Additional information: g3, h3, h6. -the complaint allegation is not confirmed. -one unpackaged abs-10060r serial number (B)(6) was returned for investigation. -functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. -the device reported outputs of 35 ml platelet-poor plasma (ppp), 22 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 4 ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Please note that the prp had expected cellular foldx concentrations. -the complaint describes that the system in question, sn gb3368, did not produce any prp. This error could not be replicated. -visual evaluation noted no issues with the device. -no problem found. -see attached testing investigation memo. -refer to investigation photos. -the complaint allegation is not confirmed.

Event description:
On 05/06/2025, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge part of abs-10061t angel prp kit malfunctioned. Intermittently it would not put out any prp which led to the disc set jamming in the separation chamber. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.